Event description:
It was reported that the customer's insulin pump was not delivering the insulin properly. It was stated that sometimes the up arrow buttons lock. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. Unable to verify insulin delivery anomaly due to unresponsive buttons.